Event description:
The customer reported via phone call that the insulin pump's screen was cracked. The customer's blood glucose was 101 mg/dl. The customer stated that the damage occurred when exiting the shower and the insulin pump was dropped. The customer stated that the crack ran across the screen. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A motor error alarm occurred during rewind due to the motor encoder signal being out of phase. The insulin pump was received with a cracked reservoir tube lip and a minor scratched lcd window. No cracks on the screen were noted.